Event description:
Complainant alleged that the clinicians were attempting to pace a 57 yr old female pt who had a flat line. The complainant indicated that when the clinicians paced the pt at all different ma settings, the believed that they were unable to obtain any pacer output, as there was no pt muscle response (muscle twitching, etc.) The clinician "tried all possible connection combinations", but there was still no pacer output. The clinicians then obtained another device (pd 1400), which the complainant alleged had the exact same scenario occur (please reference medwatch number: 1220908-1999-00057). The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the "pt had already flat lined when pacing was attempted."